Manufacturer narrative:
A1, a4: patient information was not available. H3, h6: the exports have been returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a thoracolumbar surgery. It was reported that the patient experienced a small incidental dura injury. As a result, the guidance system was aborted, and the procedure was completed with navigation. There was no further patient harm and the procedure was delayed 30-45 minutes. The dural tear required intervention to address. There was no issue or malfunction with the guidance system.

Manufacturer narrative:
See b5. H6: device code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that screws were implanted with a full speed drill, tapping, and then screw placement. In come situations the surgeon prepared the entry point by removing bone. Left side screws were operated on the left side of the patient, and on the right side of the patient for right screws. It was noted that t3 right deviated medially.